Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the account reported ¿distal calcific plaque noticed after cutdown¿ as a likely cause of the occlusion. The reported patient effects of hemorrhage, and occlusion are listed in the perclose prostyle instructions for use as a known patient effects of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 8f sheath prior to a abdominal aortic aneurysm repair (aaa) procedure. Reportedly, while deploying two prostyle devices, the knot came out of the vessel wall. The sutures of two new prostyle devices were then successfully pre-placed. The sheath was upsized to 16f and the procedure was completed. Hemostasis was achieved; however, bleeding and a loss of pulse in left lower extremity were observed. It was suspected calcific plaque was lifted, causing a functional occlusion of the superficial femoral artery. For treatment, a cutdown was performed and a patch was placed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.